Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va21lm8, implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 07-aug-2023, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for call was the patient said they had their stimulator removed in august and when they removed the device the wires broke off and there were short pieces of wire remaining. The patient said they needed an MRI. The agent reviewed MRI lead-fragment guidelines with the caller. The patient was redirected to their healthcare provider to further address the issue. The agent sent caller a copy of the eligibility form via the mail.